Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the distal region of the stent were noted to be bunched proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 16mmx2.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.50x16mm synergy drug eluting stent was advanced to treat the lesion. However, the distal stent struts were lifted due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 16mmx2.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.50x16mm synergy drug eluting stent was advanced to treat the lesion. However, the distal stent struts were lifted due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.